Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A nurse reported that during a combined cataract extraction/vitrectomy procedure there was little to no infusion after changing the irrigation fluid. Prior to starting the vitrectomy phase of the procedure it was requested that the fluid bag be replaced. The eye had gone "soft". The infusion cannula was clamped and flow was confirmed from the infusion tubing. The infusion cannula was reconnected and infusion resumed normally.

Manufacturer narrative:
The surgeon reported ¿little to no infusion, after the balance salt solution (bss) was changed. The eye was noticeably softened, though the pressure came back after several minutes. After the infusion, the cannula was clamped and the connection to infusion line was confirmed to have been ¿opened¿. For flow, the surgeon reconnected the clamp and removed it again. The pressure came right back. The surgeon stated that the case ran long, even for a combined procedure. The case was completed, however. The company representative has followed up with the customer about potential additional training measures. Additional, related information was requested but was not provided by the surgeon. The system¿s operators manual also states the following warning(s): adjusting aspiration rates or vacuum limits above the preset values, or lowering the intraocular pressure (iop) or IV pole below the preset values, may cause chamber shallowing or collapse which may result in patient injury. Ensure that appropriate system parameters and system settings are selected prior to starting the procedure. Parameter and system settings include, but are not limited to, ultrasound mode, ultrasound power, vacuum, aspiration flow rate, bottle height, iop, etc. If stream of fluid is weak or absent while filling test chamber, good fluidics response will be jeopardized. Good clinical practice dictates the testing for adequate irrigation and aspiration flow prior to entering the eye. Ensure that the tubings are not occluded during any phase of operation. If the handpiece test chamber is collapsed after tuning, there is a potential of low irrigation flow through the handpiece and may result in a fluidic imbalance. This, in turn, may cause a shallowing or collapsing of the anterior chamber. Good clinical practice dictates testing for adequate irrigation, aspiration flow, reflux, and operation as applicable for each handpiece prior to entering eye. There is no evidence that the design or manufacturing of the equipment contributed to the reported event. The system was manufactured on april 27, 2010. Based on qa assessment, the product met specifications at the time of release. No service was requested for the system; however, since the time of the reported event, preventative maintenance has been performed. The system was then tested and met all product specifications. The root cause cannot be determined conclusively. (B)(4).